Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri) due to extended charge times. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Subsequent information indicates that the device has been explanted. As of today, the device has not been returned for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.